Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during the implantation of an intra-stromal ring using the patient interface, it was observed that only the corneal epithelium was cut in the right eye of the patient and accessing the stromal incision was difficult. Additionally, part of the stromal tunnel could not be visualized. As a result, the surgery was canceled.

Manufacturer narrative:
The device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. Specific product identifiers were not provided and could not be determined at this time. However, a review for complaints reported against this serial number cannot be performed as the serial number is unknown. The serial is unknown therefore, a service history review cannot be performed. Based on the information available, the customer reported event cannot be confirmed. Based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).